Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter read inaccurately in comparison to another meter (onetouch ultra). The complaint was classified based on customer care advocate (cca) documentation. The reporter was unable /unwilling to detail when the alleged product issue first began. The reporter stated that the patient obtained an unknown blood glucose result which he compared to his another unknown result on the other meter, the time difference between results was unknown. The patient manages her diabetes with insulin (self-adjuster) feeling/normal result. The reporter stated that the patient had an additional "byrureon 2mg, weekly injection" prescribed alongside her 22 daily units of lantus insulin, which began on (B)(6) as a result of the alleged inaccurate results. The reporter claimed that the patient developed symptoms of a headache. The reporter denied that the patient received any treatment. During troubleshooting the cca noted. The reporter was unable/unwilling to complete any further troubleshooting as no product was available. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.